Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with six proglide devices that were attempted in the right common femoral artery (rcfa). Additionally, a cuff miss [suture retrieval issue] was noticed with two proglide device that were attempted in the left common femoral artery (lcfa). The anterior needle was engaging with these devices; however, the posterior needle was not engaging with the cuff. The sheath was upsized to a 14f sheath in both access site and the tavr was completed. Hemostasis was achieved with manual arterial compression in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 7 additional proglide devices referenced in b5 are filed under separate medwatch report numbers.